Event description:
Pt undergoing coronary artery bypass grafting x 4, aortic valve replacement and left carotid endarterectomy. At the completion of the surgery, the heart was de-aired and the pt was weaned from cardiopulmonary bypass. There was bleeding from the region of the om graft which was oversewed with prolenes which reduced the bleeding. Fibrillar and floseal were utilized as packing in this area to control bleeding. The pt had global biventricular dysfunction which was unresponsive to epinephrine. CPR was initiated and the pt was supported by bypass. Pt's eeg was flat and it was determined that it was an irreversible situation, and the pt was declared dead. Autopsy report: embolization of foreign material consistent with manufactured pro-thrombotic material into the coronary circulation, with involvement of numerous intramyocardial and epicardial vessels.